Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert failed to be recognized. The user completed the procedure using a backup instrument of the same kind with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace insert instrument was analyzed and found to have a cracked blade. As a result, the instrument failed the energy recognition test. Further observation found related to the reported complaint states that the instrument passed the recognition and engagement tests. The instrument generated a "replace hand piece" message on 3 out of 3 attempts when placed on an in-house system. Additional observation found unrelated to the reported complaint states that the instrument had a teflon pad damage. A piece of the teflon pad was broken at the distal end. The missing material was not returned with the instrument. The complaint was confirmed by failure analysis. Review of the provided image was conducted and it showed no visible damage to the instrument tip. The teflon pad was slightly shifted. There was also an image of the recognition on the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.